Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced ¿severe pain¿ around their implantable neurostimulator (ins) which had started this past saturday or sunday. It was noted that the pain was present whether the stimulation was on or off and that there was no trauma or known cause for the issue. The patient also stated that ¿feels like it¿s moved or something¿ and that the incision looked swollen to them. The patient had contacted their healthcare professional (hcp) but was told to go to the emergency room or to contact the manufacturer¿s representative. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.